Event description:
It was reported that a colleague pump experienced a downstream occlusion alarm while being used with a one-link attached to an extension set. This occurred during infusion of intravenous immunoglobulin. The one-link was connected to a clearlink set and the extension set was connected to a non-baxter catheter. The clearlink and one-link connection was reattempted. The alarm repeated; however, infusion was completed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.